Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2014. A review of all batch record documents for potentially associated lot numbers h13h28033 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain, fever and cloudy effluent. The cause of the peritonitis was unknown. In the same month, the pt was hospitalized and began treatment with vancomycin (dose and frequency unknown), intravenously (IV) and gentamicin (for 3 weeks, dose unknown), intraperitoneally (ip) for peritonitis. The same month, treatment with vancomycin was withdrawn and the pt was discharged from the hospital. The following month, treatment with gentamicin was withdrawn and the pt was recovered from peritonitis. At the time of this report, pd therapy was ongoing. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.